Event description:
The customer reported, the system's hand switch was sticking. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. The system was found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.